Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed and was not detected on bus. Customer troubleshooted with reboot but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer powered off the station and replaced the damaged retractor band, then reseated the row board cable. Later, while troubleshooting a similar issue on another station, found that its firmware was listed as version 1.48, whereas it needs to be 1.49. The fse found that the entire site was running on the wrong firmware. Csc was contacted, and they pushed a firmware update across the site. The update was successfully applied. The system functioned as intended after the field service engineer repaired the device.